Event description:
(B)(6) 2013, (B)(6) female admitted to the hospital for investigation of chest pain. Pt underwent a cardiac catheterization (triple vessel coronary artery disease); scheduled for coronary artery bypass surgery. Prior to surgery, it was identified that she had severe bilateral carotid disease. Carotid endarectomy performed on (B)(6) 2013. (B)(6) 2013: pt underwent coronary bypass surgery times three (lima-lad, svg-om1, svg-rca-). Pt tolerated procedure well and was transferred to cticu in stable condition at 1135. Immediate post op upon arrival to cticu, chest x-ray done as ordered. Impression: a metallic linear wire with a hook seen projecting from the medial aspect of the left clavicle along the right heart border. Further clinical correlation is recommended to exclude a foreign body. Repeat chest-ray occurs with initial study. Pt scheduled for foreign body transcath retrieval by interventional radiology. The foreign body was removed without any complications. Pt discharged to home.